Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use, the iab (intra aortic balloon) had a fiber optic sensor failure on a cardiosave.

Manufacturer narrative:
Complaint summary: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A portion of the sheath tubing was cut off and not returned. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and within inner lumen separation near the y-fitting approximately 76.2cm from the iab tip. Additionally, the optical fiber was found to be broken at the kinked location. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.